Event description:
Complainant alleged that the micu clinicans had defibrillated the patient seven times, using paddles with the device. They then attempted one last shock to the patient, but the device displayed a "poor pad contact" message. The clinicians then obtained another device and shocked the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.